Manufacturer narrative:
Evaluation completed. One 25ga bi-blade vitrectomy cutter was returned with a (B)(6) pack label from lot w8137. The expiration date on the label was 2022-mar-29. The cutter was correctly positioned in the tip protector tray. The needle was not bent. The port window was in the opened position. There was debris visible in the port and all over the outer needle shaft. There was dried solution in the tubing. The connectors were inspected, and no damage was found. The back cap was aligned correctly on the body. A functional test was performed using a stellaris elite system. The cutter has good clean cuts throughout the various cut rates and had good aspiration as well. The cutter performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the cutter does not cut and had to be exchanged intraoperatively. The procedure was extended by 2 minutes 30 seconds. No patient impact nor injury.

Manufacturer narrative:
The product was not returned, so we were unable to investigate for root cause. The customer reported a second occurrence of the same complaint two days later and that product was not returned. Manufacturing and sterilization records for se5425wvb, lot w8137 were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.